Event description:
Complaint alleges pt underwent a bariatric procedure and subsequent to the surgery "developed inter-abdominal bleeding." Complaint further alleges that in january 2003, pt underwent a second surgery for "hernia, bowel obstruction and for gastric distention." Pt underwent a lap gastric bypass and was reoperated on four days post operatively pt had a gastric distention and a mesenteric defect where a hernia developed. The defect was closed with suture and placed a tube for drainage.